Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire was advanced but failed to cross the lesion, a 2mmx40mmx145cm coyote es balloon catheter was advanced for pre-dilation. However, on the first inflation, the balloon ruptured. The procedure was completed using a coyote fc mr balloon catheter. No patient complications were reported and the patient's status was good.